Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced or confirmed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was suddenly lost for a moment and then it returned, occurring twice. The image was output on a "sub monitor" without any abnormality observed and the intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device, since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the phenomenon was likely attributed to a defect of the (B)(4). A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.